Event description:
It was reported that non-sustained rv oversensing (nsrvo) due to post-paced t-wave oversensing was observed. The oversensing was noted on a stored egm. The patient did not receive therapy during the oversensing. Programming changes were discussed, but were not made at that time. Changes will be discussed with the physician. Device remains implanted. There were no patient consequences.